Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation and to correct information provided on the initial report. The reported event was confirmed during the evaluation step of the complaint process. Specifically, it was found that the shock pad was damaged, the main board was faulty causing an intermittent error; the pressure of the pressure reducing valve was abnormal. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. For both the abnormal pressure of the pressure reducing valve and the intermittent errors of the main board, since the device was manufactured over 6 years ago, the events are most likely due to aging. Regarding the damaged shock pad, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
Osh ra received an email from olympus medical systems corp (ocsm) with the following content: user reported that the shock pad was damaged. No injury reported.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus china, it was found that the shock pad had been damaged, the main circuit board had failure, an error occurred occasionally and the pressure of the decompression valve was abnormal. There was no report of patient injury associated with the event.